Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. They reported that to their recollection of the event, the explanted lead and ins was returned for analysis. They didn't have the tracking number, and there was no further information reported.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va1jg0j, implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: 26-jul-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor who reported that the patient was reporting the device was not helping with their symptoms. The rep indicated that the patient had a car accident on (B)(6) 2018, which may have contributed to the issue. Impedances were checked and found to be less than 50 ohms on lead combination 0 and 3. The patient was reprogrammed around the impeded lead combination and put on cycling per provider instruction. The patient's healthcare provider (hcp) also planned an x-ray of the patient's pelvis to check for lead damage. The issue was reported as resolved at the time of this report. There were no further complication reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID 3889-28 lot# (B)(4) serial# implanted: 2017(B)(6) explanted: product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the patient lost efficacy after the automobile accident. The hcp stated that the battery life measured on only 2-4 months and the hcp determined to replace the lead and ins. The hcp confirmed bellow and toe motor responses were observed at less than one on all 4 electrodes. It was also confirmed that the patient felt vaginal sensation in recovery. There were no further symptoms or complications reported or anticipated.